Manufacturer narrative:
(B)(4). It is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. (B)(6). Reza h. Oskouei, mohammad reza barati, hamidreza farhoudi, mark taylor, lucian bogdan solomon (2017) a new finding on the in-vivo crevice corrosion damage in a cocrmo hip implant. Materials science and engineering c 79 (2017) 390¿398 www.elsevier.com/ locate/msec. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-04191, 0001822565-2017-04192, 0001822565-2017-04194 and 0001822565-2017-04195.

Event description:
Information was received based on review of a journal article titled, "a new finding on the in-vivo crevice corrosion damage in cocrmo hip implant." It was noted that one patient was revised 99 months post-implantation due to infection.

Manufacturer narrative:
After further review of the complaint. This event was determined to be not reportable since the infection happen 99 month post primary surgery. The previous report need to be voided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-04195. Correction: previous report voided the initial report. However, after further reviewing the literature, it was determined the event remains reportable. Concomitant medical products: unknown stem catalog#: ni lot#: ni, unknown cup catalog#: ni lot#: ni, unknown liner catalog#: ni lot#: ni, therapy date: ni. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in a journal article that a patient underwent the revision surgery about 8 years post primary total hip arthroplasty, due to infection. During the study about the retrieved implants, wear and corrosion were visually inspected on the head-neck taper interface of the implant.